Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was not calculating the right amount of insulin for his high blood glucose level. Customer's blood glucose level was unknown. Customer stated that he could not notice the notification after the bolus was delivered. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.